Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the international representative to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The international representative did not have any additional details to provide at this time.

Event description:
It was reported that during retraction through the sheath, the pta balloon catheter and guidewire became stuck in a lower arm a/v shunt fistula. The balloon catheter was difficult to remove through the sheath; therefore, the catheter and sheath were removed together as single unit. Another balloon catheter was used to complete the procedure. There was no reported pt injury.

Manufacturer narrative:
A complete manufacturing review could not be conducted because the lot number was not provided. The device was not returned; therefore, the complaint investigation is inconclusive. The definitive root cause for the reported retraction issue could not be determined based upon available information it is unk whether the original guidewire, pt, and/or procedural issues contributed to the reported event. It is likely that the balloon becoming stuck on the guidewire contributed to the retraction issues through the introducer sheath.